Event description:
Initial (14-feb-2024): this reportable medical device incident was received via telephone in reference to compound w nitrofreeze. The consumer used compound w nitrofreeze for the first time with intentional to treat a wart. After rotating the device until it clicked and pressing down to activate the pen, as indicated in the labeling, there was no sign of activation so she rotated the device again until she heard a click resulting in the product releasing its content and shooting the sponge tip out. The device did not have any damage to it and there were no injuries or property damage reported. Meddra version 26.1 device expulsion: unexpected according to the company reference safety information.